Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the plunger of four prostyle devices and three proglide devices was removed. Cuff misses occurred with the seven devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: hemostasis was achieved with three proglide devices. An additional prostyle device was returned. The device returned in a pre-deployed condition with a visible bend on the sheath and dried blood inside the marker lumen. There was no other visible damage noted. Follow-ups with the account were performed regarding the additional returned device; however, the account staff are unable to recall and are unsure of the information. No additional information was provided.